Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead had low impedance and a high threshold. The associated lead alerts were disabled since the impedance is chronically low. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv (right ventricular) coil and svc (superior vena cava) coil impedance trends show a lot of variability. It is believed that the lv lead patch is plugged into the svc port which appears to be the issue.